Manufacturer narrative:
A sample device was not received. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. (B)(4).

Event description:
A surgeon reported that when the plunger was being advanced there was some resistance felt. The surgeon was able to continue and implant the lens, but the trailing haptic was broken. The lens remains implanted. There was no reported patient impact. Additional information was requested.